Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 13.7-17.6cm from the distal tip. The etfe coating of the ring electrode sensing conductors were intact at this location.

Manufacturer narrative:
No medwatch form was received.